Event description:
The pump was returned for service with the report of "shuts off power for no reason". Although attempts were made by baxter service representatives to obtain additional information from the reporting facility, details were not available regading patient status, medical intervention, patient injury, age of patient, medication involved or the set up of the infusion device. The hospital biomed stated they have no record of any patient incident involving the pump since the last baxter service event.